Event description:
A wolfe hysteroscope adapter was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient ID, age, date of birth and weight are unknown). According to the complainant, at approximately five to six minutes into the ablation phase of the procedure, fluid was observed leaking from the wolf hysteroscope adapter. The adapter was tightened, however the leaking continued. In addition, a fluid loss alarm error message and a system alert: system error #11 occurred. The procedure was completed with this device. It was reported that no cervical leak to the patient occurred during the procedure. Additional follow up information confirmed that the leak from the hysteroscope adapter occurred during the ablation phase of the procedure. The temperature of the saline when the leak from the adapter occurred is unavailable. It was confirmed that no cervical leak occurred during the procedure. There were no further complications reported with this event. The condition of the patient is reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the serial number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.